Event description:
It was reported that during a cardiac ablation procedure, the dilator and outer sheath could not be assembled together. The sheath was replaced, which resolved the issue. It was further noted that the tip of the mapping catheter was stuck in the introducer and could not moved. The mapping catheter was replaced, which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 229825357 was returned and analyzed. Visual inspection was performed. The loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. The pebax tubing was kinked/twisted at approximately 3.25 inches from loop distal tip. The user may experience insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. The pebax tubing was ribbed at approximately 3 inches from the loop distal tip. The user may experience insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. The electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. The shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. The introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. The lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the mapping catheter failed the returned product inspection due to a kink/twist and ribbed material on the pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.